Event description:
Patient complained of pain and instability.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown #4 - 13mm t s liner. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested, but not made available. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Manufacturer narrative:
An event involving the revision of a triathlon ts 13mm insert to a thicker 22mm insert to a due to instability was reported. The event was not confirmed. Method & results: the device was not returned for evaluation. Medical records were not provided. Device history review indicated the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicated that there have been no other similar reported events for the lot referenced. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. A CAPA trend analysis was conducted for the reported failure mode and concluded instability may result from other factors not necessarily related to the device.

Event description:
Patient complained of pain and instability.